Event description:
Smiths medical international ltd, has been notified of an event of air leakage was found after seven days in use. The hospital had checked the cuff for leakage every day. Product was tested prior to use. The pt was on a ventilator during the night. No adverse outcome.